Event description:
The account alleged the brake pedal will go into brake but will pop out if bumped. No injury reported.

Manufacturer narrative:
The account replaced the brake detent assembly to resolve the issue with this bed.